Event description:
Customer reported the needle from the sensor snapped off. Customer stated the sensor was in the serter and they held the serter to pop it off and the needle part snapped off. Customer's blood glucose was 180 mg/dl. Customer uses another sensor successfully. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used sensor and found needle hub separated from sensor's base. Unable to perform insertion complaint due to complaint against sen-serter.